Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation for the endoscope controller (ec). Failure analysis was not able to reproduce the reported complaint with the ec. The ec was installed into an in-house test system and ran the video test, 10 power cycles, and sat idle for 1 hour and no trouble was found. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an error 307 occurred. The caller stated that the system threw the error and they couldn't see anything afterwards. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the caller stated that they had power cycled the system and the surgeon was continuing with the procedure. Tse viewed system event logs and confirmed error 307 indicating multiple nodes in the endoscope controller (ec) did not respond. Not all troubleshooting steps were performed. The customer called back to state the system powered down and the vision side cart (vsc) screens were black. Tse reviewed the logs and confirmed the 307 errors and that the customer had powered down the system. Tse asked the customer to check the cables on the back of the ec and the fiber cables as well. The customer confirmed that the cables were seated properly. The surgeon asked if they could continue to use the system. Tse advised that the error could come back. All troubleshooting steps had been completed. The customer was in the process of switching the case to another da vinci system (vsc). Isi contacted the customer and obtained the following information: there was no reported injury to the patient during the procedure or post surgical procedure. The procedure was delayed 45 minutes (customer contacted the tse two times during the procedure). An isi field service engineer (fse) was dispatched to the facility to further troubleshoot the issue. Fse powered on the system with no errors. Fse was unable to reproduce the reported issue. Fse reviewed the logs and replaced the endoscope controller (ec). The system was powered on several times with no issue. The system was verified and ready for use.